Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 2600 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2018 it was reported that the patient had thinning skin over the pump site. One week ago ((B)(6) 2018) it was noted that the patient had a bruised and fluctuant area over the pump. He had worn an abdominal binder normally for trunk stability in his wheelchair for years without issues. No event could be attributed to the start of it per the hcp. The binder was discontinued last week due to the issue. The site was treated as infectious and the patient was given duricef for 7 days. The skin remained intact, there was no drainage, and the patient was afebrile. The patient was to see another hcp on (B)(6) 2018 for evaluation. The issue was not resolved at the time of this report. No surgical intervention occurred, and no surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was taken to the or (operating room) today (B)(6) 2018). The pump was removed and a new pump was moved to the left side of the patient¿s abdomen. A new catheter/connector was used to tunnel from the original site. The old pocket was addressed and closed by plastics. There was no infection noted at the time of surgery and patient remained afebrile. The new pump was filled with lioresal and programmed to the previous dose of 2600 mcg/ml. The patient was going to remain an inpatient for one day with a drain and would receive IV (intravenous) antibiotics. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.